Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 8 atm for 1 minute but it ruptured upon second inflation at 8atm. Subsequently, a pinhole was noted on the device. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition.